Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 600 mg/dl and current blood glucose level was 76 mg/dl. Customer was treated with insulin pump and manual injection for high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering insulin because they believed that their pump was not delivering the 2 unit of insulin an hour basal as it should be because their blood glucose was getting real high. Customer was assisted with the troubleshooting and the insulin exited at the quick release and insulin pump did pass the displacement test. The insulin pump will not be returned for analysis.